Event description:
It was reported that a user attempted a breakfast meal announcement on the ilet and was unable to slide the delivery control, consistent with a screen responsiveness issue on the pump user interface; at the time of the call glucose was stable and the event occurred more than 30 minutes after eating. Symptoms included no adverse clinical effects. Outcomes included no impact other than the inability to execute the intended meal bolus action at that time. Investigation included customer interview and case review. Investigation of this case revealed a suspected intermittent touch input or screen responsiveness problem on the ilet pump interface; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface touch-screen malfunction or transient software responsiveness behavior.